Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Conclusions : a root cause could not be identify. Judging from the following facts found out during investigation, it could not determine if the phenomenon occurred due to a malfunction of the subject device. ·the phenomenon was not confirmed at the time of troubleshooting. ·the subject device was not returned to the repair department, so its condition could not be checked. ·as a result of checking the manufacturing history, no abnormality in manufacturing or modification was found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer was provided with troubleshooting. All connections including cable, monitor, s video connector where checked , power of both units has been cycled numerous times and tac were unable to reproduce the reported problem. In a follow up call with the customer, it was reported that the reported issue has been resolved. The customer did not provide further information on how the issue was resolved. Customer just stated that they have replaced the device. Customer did not provided other details regarding the event . Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, when the device was hook up into the monitor, the image switches from color bard to gray image, back to color bars then to green and no video ever shows up. The issue found during maintenance. There was no patient involvement on this reported event. No user injury reported.